Manufacturer narrative:
A medtronic representative, following-up at the site, reported that the o-arm track jumped-off of the nylon track, the set-screw is in place where it should be. At the time of the reported event, an incision had been made when the surgeon halted the procedure. Ther was one o-arm spin taken that was un-used. RMA issued. Replacement top right dingus bracket assy shipped to site. Suspect device has not been returned to manufacturer for analysis. Bottom right dingus bracket assy shipped to site and returned to manufacturer, unused on (B)(6) 2014. RMA issued. Replacement door switch cable assy shipped to site. Suspect device returned to manufacturer on 03/21/2014, and is under analysis. Door switch assy cable assy shipped to site and returned to manufacturer, unused on (B)(6) 2014. (B)(4) 2014 replacement of the winch and the re-alignment of the door opening gear resolved the issue. The upper door opening gear set was bound and had popped-out. In the procedure, when the door would not open, the site broke the middle gear of the winch into pieces. The bracket was polished and the dingus was replaced. RMA issued. Replacement door winch kit shipped to site. (B)(6) 2014 medtronic investigation of returned suspect device finds that the gear is broken, mechanical failure directly caused event. (B)(4) 2014 - medtronic representative performed an o-arm 1000 imaging system check-out, all areas passed. System performs as intended. Issue resolved.

Manufacturer narrative:
Additional information regarding door switch cable assy that was under analysis at the time of initial 3500a submission. The device was returned to the manufacturer for analysis and the switch was found to be mechanically broken. The reported event was confirmed. The device was replaced and there were no further issues.

Event description:
A medtronic representative reported that, while in a procedure, the o-arm 1000 imaging system door would not open. The site was able to move the system into the room, then open and close the door around the patient. Upon attempting to re-open the door to move the system, it was discovered that the door was stuck in the closed position. The surgeon opted to halt the procedure and re-scheduled for the following day.

Manufacturer narrative:
Door winch kit: gear broken. Right dingus bracket assembly: removed the dingus and pin from the bracket to fix the dingus bracket in the system. Door switch cable assembly: switch is mechanically broken. It was determined that the winch gear and dingus bracket were damaged by the rt during manual door open process and door switch was damaged by the fse while repairing the system.